Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp was aborted as the guidewire could not pass through the cannula. A second impella cp was used to support the patient.

Manufacturer narrative:
Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Difficult/unable to insert through other device: the cause of the difficult/unable to insert through other device was not established due no device defect found.

Manufacturer narrative:
B1, b2, b5, h1, h6 revised from the initial submission in accordance with updated procedures.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in n a 70 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During implant, the wire was unable to advance through the cannula. After multiple attempts to pass the wire, it was decided to open a new cp to implant. It was noted the patient was decompensating. After successful implant with the new cp, the patient stabilized. The insertion issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.